Event description:
Pt presented with pain, swelling and no mandibular dysfunction due to loose screws bilateral. Tmj inc patient specific ramus conponents placed in 1996. Fossa wire removed by other surgeon in 1999 due to loose screws condylar components eroded into temporal bone bilaterally.